Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right atrial (ra) lead failed to sense and failed to capture. The ra lead was explanted and replaced. The patient remained stable throughout the procedure.